Manufacturer narrative:
This crt-d remains actively in service without allegation or evidence of a connection issue. Since the rv lead was returned and analysis determined lead performance within normal limits, will maintain reportability on both products.

Event description:
Boston scientific received information that the transvenous right ventricular lead did exhibit out-of-range pace impedance greater than 2,000 ohms in association with this cardiac resynchronization therapy defibrillator (crt-d) approximately one month after the crt-d was implanted. There had been no adverse patient effects associated beyond the surgical intervention that occurred for the lead.